Event description:
Patient's legal counsel reported patient underwent a left total hip arthroplasty on (B)(6) 2002. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2012 due to patient allegations of pain, limited range of motion, and loss of mobility. Additional information provided in patient medical records indicate left hip revision performed on (B)(6) 2012 was due to elevated metal ion levels. The patient¿s operative report noted grayish fluid collection, metal stained soft tissue, and scar tissue. Additional information received in patient medical records noted that on (B)(6) 2012 patient¿s blood was tested. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, 1. Material sensitivity reactions. 6. Inadequate range of motion due to improper selection or positioning of components. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. 15. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06052 and 06842).

Manufacturer narrative:
This follow-up report is being filed to relay corrected expiration date.